Event description:
It was reported that the programmer would not power up. The user tried another power cord and another outlet with no different result. Technical support (ts) stated that the issue is most likely a bad power supply and to return it for repair. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power up and the power supply was therefore replaced.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.